Event description:
Customer reported pump screen was unresponsive and would not turn on. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed multiple troubleshooting steps, including ensuring the pump was not plugged into a power source and attempting to power it on, which were unsuccessful. Reportedly, customer reverted to manual injections for insulin therapy.